Event description:
I went to (B)(6) and received I believe a false positive rapid antigen covid test. The pcr test completed by them came back negative and another pcr test came back negative all of which were done the same day. I also got retested via pcr monday and it came back negative. I am fully vaccinated and have no symptoms. I was exposed to someone though who tested positive. FDA safety report ID# (B)(4).